Manufacturer narrative:
On (B)(6) 2017, the arjo representative was informed about the incident related to maxi sky 2 ceiling lift which occurred in medical center and educational (B)(6) ((B)(6) france). Based on the information reported by the customer: after the resident was placed in the pool with the arjo maxi sky 2 ceiling lift and a non-arjo "special chair", the ceiling lift strap unwinded unexpectedly and the non-arjo "special chair" attached to arjo ceiling lift fell hard into the water. No patient was sitting on the chair when this issue occurred, neither injury nor harm occurred. According to the description of the complaint, it was suggested that the strap was released with a significant distance and speed. It could be caused by a failure within the transmission box which is responsible for providing up/down movement of the lifting strap by activation of the gear movement. The involved maxi sky 2 ceiling lift was passed through technical evaluation. The visual inspection showed that the mechanical structure of the transmission was visually adequate and that there was no apparent signs of damage identified that could have led to the failure observed in the complaint. The functional tests revealed that the device operated in accordance with its manufacturer specifications. It was also confirmed that a safety feature: an automatic emergency brake that would engage and will stop a strap from unexpected unwinding worked correctly. On the device's screen code 'm' was observed which indicates that maintenance is required, therefore the lift was plugged into a computer via a usb cable to look at the log event that occurred during the lifetime of the device. It allowed to establish that on the date of the event the code '8' occurred - this code indicates that the current consumption when the lift is lowered is higher than supposed, i.e. More than 2 a. Based on our product knowledge, there are three known events that can affect the up/down motor current consumption: something blocked the strap, there was a break in the transmission, the up/down motor was misaligned with the gear. For the first event, it is not possible to confirm if something was blocking the strap at the time of the event. For others two, there was no break in the transmission nor the motor as they were evaluated to be in good condition visually and functionally. The maxi sky 2 was used with non-arjo accessory which was named as "special chair." It is not an accessory which has been verified as compatible to a maxi sky 2. According to the results of the performed tests, the root cause of the strap release was not possible to be defined. The device operated in accordance with its specification during the test. While the alleged malfunction occurred the device was not being used for patient transfer . The complaint decided to be reportable based on the potential of serious injury if the unexpected unwind of the lift strap would to re-occur.

Manufacturer narrative:
The maxi sky 2 was used with non-arjohuntleigh accessory which was named as "special chair." It is not an accessory which has been verified as compatible to a maxi sky 2. On 12 jan 2018, the maxi sky 2 ceiling lift was returned to arjohuntleigh to be inspected. Additional information will be provided upon conclusions of the evalaution.

Manufacturer narrative:
A visual and functional inspection of returned maxi sky 2 ceiling lift was performed. The device operated according to its specification during the test. Final conclusions will be provided in the final report.

Manufacturer narrative:
(B)(4). The faulty device will be returned for evaluation. Additional information will be provided upon conclusions of the evaluation.

Event description:
On 08 nov 2017, the arjohuntleigh representative was informed about the incident related to arjohuntleigh maxi sky 2 ceiling lift which occurred in (B)(6). Based on the information reported by customer: after the resident was placed in the pool with the arjohuntleigh maxi sky 2 ceiling lift and a non-arjohuntleigh "special chair", the ceiling lift strap unwinded unexpectedly and the non-arjohuntleigh "special chair" attached to arjohuntleigh ceiling lift fell hard on the water. No patient was sitting on the chair when this issue occurred, neither injury nor harm occurred.